Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, h10. This complaint was confirmed. Visual examination of the returned product found signs of repeated use and the impactor head is fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Device has a potential field age of 5 years and shows signs of repeated use. The root cause of the reported event is attributed to wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that during an initial knee procedure the instrument fractured during the first use. No pieces fell into the patient. Attempts have been made and no further information has been provided.